Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 11-feb-2018, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 11-feb-2018, UDI#: (B)(4).

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain, failed back surgery syndrome and cervical/neck. The patient has a history of crps. It was reported there were high impedances. The patient stated he was not compliant with post-implant restrictions and was bending after one week. Electrode impedances were checked. The patient stated he does not use stimulation because he did something he shouldn¿t have one week after implant and ¿moved a lead.¿ the patient gets strong surge of stimulation with neck movement (flexion especially) and stimulation has never helped his shoulder pain. Impedances all over 10k on 0-7, 8, 9, and 15. 0-7 is right, 8-15 is left. They tested and deleted all existing groups but b and created new a1 and c1, both with decent coverage of left anterior/lateral shoulder and upper arm. They discussed possible lead revision and encouraged the patient to test new programs and then turn stimulation off to assess relief for their healthcare provider (hcp). No additional follow-up was scheduled at the time of the report.